Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse into the catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed little use residues throughout the returned catheter. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion and aspirated freely without resistance. The catheter was pressurized with water and suspended to observe the solo valve. The solo valve was observed to work as intended with no observed leaks. A microscopic observation revealed nothing remarkable upon microscopic observation of the solo valve. Nothing remarkable was observed along the catheter shaft. Because the catheter infused and aspirated as intended, the complaint of unable to infuse into the catheter is unconfirmed. Possible causes of observed difficulty infusing may include catheter location and placement in relation to the patient. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported insertion of piccline catheter on patient. The procedure proceeds according to routine. Once the catheter is in place, it reverses in the catheter immediately. Flushes with 40ml nacl, immediately continues to back into the catheter after this. Additional information received 06/13/2024: "on 5/29 I inserted a catheter according to routine but saw that blood backed up in the catheter quite immediately. Tried and flushed in two rounds but it kept backing up so I had to remove it right away. Was told not to switch conductors so the procedure had to be redone from scratch, a new one was put in which worked without complaint. They have to put in a new piccline. But the patient is fine."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported insertion of piccline catheter on patient. The procedure proceeds according to routine. Once the catheter is in place, it reverses in the catheter immediately. Flushes with 40ml nacl, immediately continues to back into the catheter after this. Additional information received on 06/13/2024: "on (B)(6), I inserted a catheter according to routine but saw that blood backed up in the catheter quite immediately. Tried and flushed in two rounds but it kept backing up so I had to remove it right away. Was told not to switch conductors so the procedure had to be redone from scratch, a new one was put in which worked without complaint. They have to put in a new piccline. But the patient is fine."